Manufacturer narrative:
¿ The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 350, 306,129s and heparin was given. A pre-implant balloon valvuloplasty 26mm non-abbott balloon. The valve was fully re-sheathed 2 times and decided to change the valve. A new 29mm navitor vision valve and a large flexnav delivery system were chosen. The valve was implanted and the final implant depth at non-coronary cusp (ncc) was 8.3mm, left-coronary cusp (lcc) was 11mm. Post operative echocardiogram showed left bundle branch block (lbbb) and no treatment was given. On (B)(6) 2025, the patient presented with chest pain and medication furosemide was started and hydrochlorothiazide (hctz) got stopped. The patient required hospitalization. On (B)(6) 2025, a transesophageal echocardiogram (tee) showed mild to moderate perivalvar regurgitation at 12o'clock. After several advanced pvl methods and maneuvers a balloon valvuloplasty was attempted. The patient presented with acute chest pressure while supine (lying flat) and dyspnea on exertion (doe) and found out elevated probnp with a CT pulmonary angiogram (ctpa) showing pulmonary edema and bilateral pleural effusions. A mild elevation in troponin likely demand ischemia setting of a chf (congestive heart failure) exacerbation. The zio patch monitor showed intermittent supraventricular tachycardia (svt) and the pulmonary function tests (pfts) were incomplete. On (B)(6) 2025, a transthoracic echocardiogram (tte) showed grade 3 diastolic dysfunction and elevated pulmonary artery systolic pressure (pasp).

Manufacturer narrative:
An event of chest pain, perivalvular leak, central regurgitation, pulmonary edema, pleural effusion, dyspnea, and left bundle branch block (lbbb) was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported chest pain, perivalvular leak, central regurgitation, pulmonary edema, pleural effusion, dyspnea, and lbbb could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient required hospitalization, medications were administered, and post-bav was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: medical device problem code: 2993.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 350, 306,129s and heparin was given. A pre-implant balloon valvuloplasty 26mm non-abbott balloon. The valve was fully re-sheathed 2 times and decided to change the valve. A new 29mm navitor vision valve and a large flexnav delivery system were chosen. The valve was implanted and the final implant depth at non-coronary cusp (ncc) was 8.3mm, left-coronary cusp (lcc) was 11mm. Post operative echocardiogram showed left bundle branch block (lbbb) and no treatment was given. On (B)(6) 2025, the patient presented with chest pain and medication furosemide was started and hydrochlorothiazide (hctz) got stopped. The patient required hospitalization. On (B)(6) 2025, a transesophageal echocardiogram (tee) showed mild to moderate perivalvar regurgitation at 12o'clock. After several advanced pvl methods and maneuvers a balloon valvuloplasty was attempted. The patient presented with acute chest pressure while supine (lying flat) and dyspnea on exertion (doe) and found out elevated probnp with a CT pulmonary angiogram (ctpa) showing pulmonary edema and bilateral pleural effusions. A mild elevation in troponin likely demand ischemia setting of a chf (congestive heart failure) exacerbation. The zio patch monitor showed intermittent supraventricular tachycardia (svt) and the pulmonary function tests (pfts) were incomplete. On (B)(6) 2025, a transthoracic echocardiogram (tte) showed grade 3 diastolic dysfunction and elevated pulmonary artery systolic pressure (pasp). A 30 day follow up confirmed, the patient improved symptoms, tte showed trace pvl.